Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification up to 25th august 2013. On the 1st september and the 2nd september 2013 the device failed a fail self-test due to a low battery. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 5th december 2014 and the final history log entry on 17th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.